Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy. No third-party assistance was required. Customer changed infusion set and cartridge to address the issue. System check was performed by tandem technical support. Ultimately, the customer reverted to an alternate method of insulin therapy.